Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined. This is an initial report, and the results of the investigation will be described in a follow-up report.

Event description:
A balloon rupture was reported during the procedure. The balloon was used to treat a calcified lesion in the distal superficial femoral artery near the popliteal artery following rotational atherectomy (rota). The balloon ruptured during inflation below the nominal pressure. The balloon was then replaced, and the procedure was continued. No complications were reported.